Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer alleged that the insulin pump was over delivering insulin. Customer experienced low blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer completed self test. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.